Event description:
Boston scientific received information that this right ventricular (rv) lead (model 0184) presented with pacing impedance measurements above 2,000 ohms, loss of capture at maximum outputs, and noise that was resulting in oversensing. Shock impedance measurements have remained stable. A lead revision was performed and under fluoroscopy, it was confirmed that the lead was fractured due to subclavian first rib crush. The is-1 and distal high voltage terminal pins on this rv lead were capped, but the proximal high voltage coil remained connected to the device. A new single coil rv lead (model 0181) was implanted and the is-1 and distal high voltage portions were connected to the device so that the two rv leads are providing both dual coil defibrillation as well as pacing and sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.